Event description:
It was reported that the user experienced low blood glucose associated with increased physical activity while using the ilet, and the cause of the hypoglycemia was unclear; the user was advised to schedule additional training to adjust settings to match a more active lifestyle, and oral glucose was used as corrective action. Symptoms included low glucose. Outcomes included temporary interruption of normal activities due to the event.

Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed that the device function could be optimized through training to address activity-related glucose variability. It was concluded that the event involved user management factors with unclear causation of hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.